Manufacturer narrative:
Follow-up (4/10/2014), device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/2/2014 with the following findings: the meter was found to have a contact issue (spc pin was low and test strip could not make contact when inserted). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving ¿apply sample¿ icon during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.